Event description:
It was reported that this pacemaker was malfunctioning and the patient was advised to wait for the device reading the next day. Also, patient could feel palpitation or vibration which sometimes patient felt slow or too fast. Additional information indicated that the device was not checked again but the field representative confirmed that the patient symptoms were not device related. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.